Event description:
The patient reported on (B)(6) 2014 she was hospitalized for diabetic ketoacidosis due to the test strip given her lower and inconsistent bg readings. She was release for the hospital on (B)(6) 2014. She did not provide any further information regarding the hospitalization or her treatment. Her abbott test strips was replaced in the recall and she has not have any problem or trouble since then.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction. The customer was using one of abbott diabetes test strips that was on the recall list (reference adc recall z12112014 and z12122014), which could contribute to inaccurate bg results. No actual blood glucose comparisons between the patient's meter and the hospital's were reported. We are unable to determine if the product contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.